Event description:
It was reported that during an interventional stenting procedure in the mid saphenous vein graft a perforation was noted after deployment of a xience v 4.0 x 15 mm stent. The perforation was successfully treated with a jostent graftmaster 4.0 x 12 mm stent. The patient experienced procedural complications related to the perforation as follows: blood filled the pericardial sac and the patient developed cardiac tamponade, hypotension, bradycardia which led to asystole, respiratory failure, cardiac arrest and death. Treatment included epinephrine, bicarb, atropine, dopamine, dobutamine, cardiopulmonary resuscitation, intubation, opening of chest cavity to perform pericardial paracentesis, all of which were unsuccessful and the patient died the same day. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported bradycardia (a form of arrhythmia), hypotension, perforation, cardiac tamponade and death are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.